Event description:
Procedure: laparo hepatectomy. Upon inserting an instrument into the device, the seal part was disengaged from the sleeve. The surgeon held the seal part with hand and completed the procedure without replacing the trocar. No bleeding. No tissue damage. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).